Event description:
As reported: patient obese, puncture performed under skin control, puncture more perpendicular than usual. Very rigid skin. Skin incision, repeated need for dilatation of inlet. Use of stiff wire. Standard depth locator measurement. Measured 6 cm. Twice in a row. Procedural sheath in place. More difficult to insert. Patient hypotensive after valve insertion. Check with cardiac ultrasound. Hypovolemia detected. Solutions administered. Thermo-dilution measurement catheter inserted. Patient restless. Protamine administered prior to retrieval per hospital protocol. Pressure lower before procedural sheath (start of procedure around 150mmhg systole, before extraction around 90mmhg systole). Positioning according to measurements 6+1. After extraction, bleeding arrest. Patient has more severe hypotension. Heart check. Groin injection through the sheath in the second groin. Large retroperitoneal bleed detected. Patient complains of abdominal pain. A manta lock appears in the middle of the tube at the presumed injection site. Intubation. Balloon inserted collaterally. Radiologist called. No further treatment. Blood transfusions, adrenaline, mechanical CPR device, temporary stimulation. Patient dies of hemorrhagic shock. Termination of resuscitation after approximately one hour. No stent/graft insertion was performed or addressed by the vascular surgeon. The autopsy revealed a manta in the hematoma. Additional information on 21oct2022: during a tavi procedure, single access was in the cfa. It was reported the cfa access was high, that there was mild anterior calcification, and also mild tortuosity in the vessel. The measured manta depth was 6cm. There was reported complications with the procedure sheath during the tavi case. It was reported that there was a high bifurcation and difficulty with insertion with multiple dilatations. Prior manta deployment, the sbp was low, the act was not measured, and an unknown amount of protamine was administered intravenously 5 minutes before the closure with manta device. An unknown amount of heparin was administered intravenously before the tavi procedure. The manta was deployed at 6cm + 1cm.

Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. An angiogram was submitted and reviewed by the investigative team indicating a high positioned access with high bifurcations, and high angulation of the wire. The position of the radiopaque lock and the source of the bleed could not be identified. The device lot history record review indicated no non-conformities related to this lot therefore supporting the device met material, assembly, and performance specifications prior to shipment. Root cause investigation: following this incident, the physician mentioned that manta did not lead to the cause of death. The patient deceased due to an rp bleed occurring prior to use of the manta device. An autopsy revealed the manta was positioned within a hematoma. Following the tavr procedure, an 18f ce manta was planned for closure in the right common femoral artery. Prior to the tavr, the patient had low systolic blood pressure (bp), heparin was administered, and activated clotting time (act) was not measured. Access was conducted using a needle, soft wire, cut with a scalpel, and was more perpendicular than usual; no ultrasound was utilized. Procedural requirements as indicated in the IFU state that activated clotting time (act) should be below 250 seconds prior to closure; and arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. 2d imaging was used following the collateral insertion to access if the needle was pointing correctly. The patient was noted to be obese (bmi of 30.1) with rigid thick skin. During access, the presence of a high bifurcation made procedural sheath insertion difficult, requiring multiple dilatations. The IFU warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in rp bleeding. The soft wire was replaced with a hard one, and subsequently, two types of dilators were repeatedly used. The arteriotomy was less than 7mm, with mild anterior calcification, mild tortuosity, depth measurement of 6cm + 1cm, and verified after two measurements. Per the IFU, the manta device is contraindicated for punctures in the origin of the profundal femoral artery, above the inguinal ligament, or above the most inferior border of the epigastric artery (iea); and is contraindicated for marked tortuosity of the femoral or iliac artery. As reported by the site, further difficulties were encountered during the initial procedural sheath insertion; and the patients' bp was noted around 150 systole. During the valve implant, a pigtail was inserted into the heart for temporary cardiac stimulation. Following valve insertion, the patient became hypotensive; and a cardiac ultrasound detected hypovolemia. Solutions were administered, bp flows were measured, and the patient became restless. Per hospital protocols, an unknown amount of protamine was administered, five minutes prior to manta deployment. The patients' bp was 90 systole prior to exchanging the procedural sheath for the manta sheath. The manta closure and sheath were positioned according to the depth measurement of 6cm + 1cm. Following deployment, no external bleeding could be seen, and the physician mentioned he did not have any different sensation introducing the anchor than usual. However, the patient developed more severe hypotension, and was experiencing abdominal pain. A contralateral groin injection was administered, a heart check performed, and a large retroperitoneal bleed (rp) was detected. As reported from the account the radiopaque lock appeared to be in the middle of the wire and in the middle of the artery, indicating correct positioning. Therefore, a lateral projection was not performed. There was no indication of internal bleeding, and the skin was loose with no bumps or visible hematomas present at the injection site. However, under 2d imaging control, the patient was bleeding internally. The patient was intubated, received at least 4 transfusions, collateral balloon deployed, manual compressions administered 5-10 minutes followed by mechanically controlled compressions. The radiologist was consulted, no further treatment, blood transfusions, adrenaline, mechanical CPR compressions, or temporary cardiac stimulation was administered. As per the account it was reported that the patient expired of hemorrhagic shock. Resuscitation was terminated after approximately one hour. A stent graft insertion was not performed by the vascular surgeon allegedly due to being too late in the procedure. The physician repeatedly stated the patient was bleeding from a place other than the manta puncture site. However, the next day after the autopsy, the physician changed his conclusion and stated it was dangerous that he believed the anchor fit properly despite the continuous internal bleeding he saw in the 2d imaging. Additionally, the physician also stated that if he would have used a competitor closure device during the initial valve implant (prior to the large bore closure), the bleeding that occurred during the valve implant could have been stopped. Also, he stated that if he would have seen the patient bleeding out, he would have responded more quickly, he thought the valve puncture site was sealed.